Manufacturer narrative:
(B)(4). Diabetic mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated he had been having some inaccuracies and was calibrating 2-3 times per day. He woke up in the morning on (B)(6) 2019 and his gcm reading was 300 mg/dl with a flat trend arrow so he took his normal twice daily dose of 30 units of lantus insulin plus 15 units of novolog short acting insulin per his sliding scale, which he expected would bring his level down to about 150 mg/dl. No bg reading was taken at that time. He went to an 8:00 am class and was eating a doughnut and stated that 15 minutes later he ¿went catatonic.¿ paramedics were called and he was told his blood glucose had dropped to 25 mg/dl. He does not think the device alarmed for his low threshold of 75 mg/dl. He woke up in the classroom about an hour later with an IV in his arm; the paramedics had given him 15 mg of IV glucose. His cgm reading upon awakening was 140 mg/dl but the bg was 41 mg/dl. He ate 2 more doughnuts. After about 15 minutes, as the paramedics were taking him out of the classroom to the hospital, his fingerstick bg was up to 130 mg/dl and the cgm was reading 160 mg/dl. He was taken by the paramedics to the hospital. His cgm reading there was 130 mg/dl but his fingerstick showed 70 mg/dl and he was not feeling well. In the waiting room he ate an apple danish and a small glass of orange juice. He was released from the hospital and at the time of the report he was home and feeling well. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.